Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
After iabp for seven hrs, the iab ruptured. Blood was noted in the helium tubing. (Event complications: none from the event- report 8/5/97.) (Pt's curent status: in ICU-rpt'd 8/5/97.)